Event description:
Complainant alleged that during testing during pt set-up, (age & gender unk) the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.